Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump stopped working three times since spring and that she was hospitalized for diabetic ketoacidosis. The daughter was treated manual insulin injections and she began using an older pump. The daughter's blood glucose was in the high 300 mg/dl range when she was hospitalized. There were no alarms on her pump but her blood glucose kept climbing. Troubleshooting did not occur in full, but the insulin pump was returned for analysis and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator; no unexpected calibration sensor alarm noted during testing. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.